Event description:
It was reported during a therapeutic bile duct stone extraction procedure, the mechanical lithotriptor was used to fragment an approximately 10-millimeter hard bile duct stone. While attempting stone fragmentation, the proximal coil wire near the handle fractured. An emergency handle was subsequently utilized; however, the proximal coil wire fractured again in a similar manner, preventing successful stone fragmentation. A change in procedure was required, and the patient was transferred to the operating room. Surgical intervention was performed to cut the basket and remove the stone along with the mechanical lithotriptor. Following the procedure, the patient was reported to be stable with no ongoing complications.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.